Manufacturer narrative:
Medical records review: the patient with history of pulmonary embolism and gastrointestinal bleed had an inferior vena cava filter deployed at the l2-l3 level. Approximately one month post filter deployment, during a scheduled retrieval attempt, multiple devices were used in an attempt to remove the filter but were unsuccessful. The decision was made to leave the filter in place. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, an attempt was made to retrieve the filter with a standard removal system. After manipulation, the hook of the filter could not be grasped with different snare devices. The filter remains implanted at this time. Therefore, based on the provided medical records the investigation is confirmed for retrieval difficulties resulting in the filter remaining implanted. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 (B)(6) i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was implanted due to gi bleeding. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-month post deployment, multiple unsuccessful attempts were made to retrieve the filter using snare method. Therefore, the investigation is confirmed for the retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was implanted due to gi bleeding. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.